Event description:
Ous MDR - after an implant duration of about 3 months, increased pacing threshold and loss of sensing were reported. The lead was explanted and replaced with a new one, but not returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. At the df-1 connector, the conductor cable to the rv shock coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Further damages occurred most likely during surgery. The analysis did not reveal any sign of a material or manufacturing problem.